Event description:
It was reported that stent damage occurred. The 20mm x 2.25mm, 80% stenosed, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery with a significant bend of <=45 degrees. Predilation was performed with an unspecified balloon catheter. A 2.25x24mm promus element stent delivery system was selected to treat the lesion. The physician attempted to use the device but was unable to cross the lesion. Angiography revealed deformity in the distal part of the stent, so the physician withdrew the device and completed the procedure with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the crimped stent found stent struts on the distal portion of the crimped stent were distorted, stretched and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the shaft profile. A visual and tactile examination found no issues with the shaft profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 20mm x 2.25mm, 80% stenosed, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery with a significant bend of <=45 degrees. Predilation was performed with an unspecified balloon catheter. A 2.25x24mm promus element ¿ stent delivery system was selected to treat the lesion. The physician attempted to use the device but was unable to cross the lesion. Angiography revealed deformity in the distal part of the stent, so the physician withdrew the device and completed the procedure with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).